Event description:
Patient was undergoing the following procedure: left knee diagnostic arthroscopy, chondroplasty of patella, femoral trochlear groove, medial femoral condyle, lateral tibial plateau. Diffuse synovectomy, open excision of superior prepatellar bursitis, mini-open lateral retinacular release. During the mid portion of the surgery - the surgeon noted that arthroscopy pump was pumping very fast and was very audible. There was no shaving suction being performed or fluid coming out of the portals. It was then noted that there had been a fairly quick sudden fluid extravasation into the thigh region.